Manufacturer narrative:
(B)(4). The customer reported that during a cardioversion, the paddles charged but did not shock. There was no report of negative pt outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a cardioversion, the paddles charged but did not shock. There was no report of negative pt outcome.